Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the vad was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced septic shock and respiratory distress. The patient¿s blood cultures tested positive for infection and the patient was treated with intravenous (IV) antibiotics. Additionally, the patient experienced aphasia. A head computerized tomography (CT) scan revealed a cerebral hemorrhage, and the patient¿s anticoagulant therapy was stopped. Based on the limited information available, there is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, infection, bleeding, respiratory dysfunction and neurological dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection and bleeding events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information in b5, b6 and h6. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient suffered an intracranial hemorrhage and right hemiplegia. The event occurred in the bilateral cerebral hemispheres and right cerebral ventricle. There was a subarachnoid hemorrhage and hemorrhaging in the left frontal lobe. The patient was given packed red blood cells. The patient was also treated with non-invasive positive pressure ventilation (nppv).

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary. Revised product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Log file analysis did not reveal any anomalies within the analyzed period. Information received from the site indicated that the patient experienced septic shock and respiratory distress; the patient¿s blood cultures tested positive for infection and the patient was treated with intravenous (IV) antibiotics. Additionally, the patient experienced aphasia. A head computerized tomography (CT) scan revealed a cerebral hemorrhage, and the patient¿s anticoagulant therapy was stopped. It was further reported that the patient suffered an intracranial hemorrhage and right hemiplegia; the event occurred in the bilateral cerebral hemispheres and right cerebral ventricle. There was also a subarachnoid hemorrhage and hemorrhaging in the left frontal lobe. The patient was given a blood transfusion and was treated with non-invasive positive pressure ventilation (nppv). Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection, bleeding, respiratory dysfunction and neurological dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection and bleeding events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for septic shock and respiratory distress due to suspected infection. Blood cultures result revealed bacterial toxins in the blood and systemic response to infection was noted. A brain/head computerized tomography (CT) scan was performed and revealed hemorrhagic cerebrovascular disease. It was also noted the patient had an aphasia disorder. The patient on-dose anticoagulant therapy was stopped, and antibiotics were administered intravenously. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.